Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege on or about (B)(6) 2008, pt suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: persistent severe pain and discomfort in his hip, groin, and thigh, which has increased over time; sensation of misalignment, popping, rashes, itching, weakness, decreased range of motion, and difficulty with activities of daily living such as walking and standing after being seated. It is also alleged, pt's physicians examined and advised that he suffers from substantially elevated, if not toxic, levels, of cobalt and chromium metal ions in his bloodstream. It is further alleged, pt's cobalt level was 20.6 and his chromium level was 5.6 as of (B)(6), 2010. Upon info and belief, pt suffered loss of muscle mass and deterioration of the soft tissue of his hip.